Manufacturer narrative:
H6-clinical signs 4581: significant reduction of irido-corneal angles. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -10.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. Excessive vault with significant reduction of irido-corneal angles was observed. On (B)(6) 2024 the lens was explanted and on the same day different surgery a replacement lens of a shorter length was implanted and the problem was resolved.